Event description:
During a coronary treatment procedure, guidewire difficulties were encountered. The distal tip of the guidewire broke upon withdrawal of the guidewire. The pt went to surgery. Additional info has been requested.